Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with depleted main batteries. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.